Manufacturer narrative:
Product ID: 3889-28, lot# va0w7ga, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had no bowel therapy improvement since implant, on (B)(6) 2015. She had worked with the healthcare professional (hcp) and manufacturing representative (rep) along with trying different programs. The patient later reported that there was still a lack of therapeutic effect. She had had almost no improvement at all with the therapy. The patient was going to have a lead revision surgery scheduled for friday. They were going to ¿tweak the lead wire¿ and might put the lead in a different spot to see if this could improve therapeutic effect. She did not notice much improvement during the trial but had a day or two here or there with no leakage, but she was already experiencing that prior to the trial. The patient noted that a lot of her symptoms seemed to be related to diet and certain foods seemed to help the stool to be more firm. She also took fiber and did kegal exercises. The patient would spend half her morning in the bathroom and had affected her quality of life. Regarding her medical history that was prior to the implant, ¿everything is ok¿ with her nerve, but the sphincter muscle was apparently pretty broken and damaged from maybe child birth and episiotomy and also had an issue with both pregnancies where her cervix would not hold and had to be stitched shut and the patient was to know about success rates in patients with sphincter problems. The patient also had 3 or 4 urinary tract infections (uti) a ¿number of months ago¿ but she was not ¿blaming that¿ on the device. She believed it might be due to not realizing that there was fecal matter sitting there and the fecal bacterial caused the infection. The patient also inquired about off label use of stimulating the muscle directly instead of the sacral nerve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.